Manufacturer narrative:
Evaluation method = device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for eval. A review of the device history shows that the custom tubing pack met specifications when released to distribution; the incoming inspection for two possible lots of gish bags included in the custom pack showed acceptability. Medtronic distributes the gish soft shell venous reservoir, but is not the MFR. Gish biomedical was notified of this event. Conclusion: without an analysis of the product, the cause of the event cannot be determined at this time.

Event description:
Info rec'd indicates that shortly into bypass, the gish venous reservoir bag would not return venous flow. Health care professional stated it appeared that the bag outlet had collapsed. The bypass circuit was changed out and a non-gish reservoir was inserted into the new circuit. There was no reported adverse effect to the pt as a result of the change-out. While this report lists our custom tubing pack as the product, the failure occurred with a specific component within the pack-the gish soft shell venous reservoir, MFR by gish biomedical.